Event description:
Nurse walked in room, patient had large air leak. Called rt respiratory therapist and together assessed that patient was not receiving adequate ventilation. Rt1 then proceeded to bag and ventilate patient. Rt2 then assisted in working on a way to correct ventilation. Called ICU fellow and then ICU attending to bedside. Paged orl otorhinolaryngologist. Orl resident came to bedside, called orl fellow to bedside. Decided to change trach. Orl fellow changed trach with no issues. When looking at old bivona after it was out of the patient, it was discovered that when it was inflated with water from the injection site, it would leak immediately out the balloon cuff. Rt supervisor was also at bedside and took leaking bivona to be further assessed.======================manufacturer response for tracheostomy tube, bivona======================manufacturer representative has retrieved device for further evaluation.